Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Concomitant medical products: articular surface; p/n: 00599403212, l/n: 62537516; stemmed tibial component; p/n: 00598800400, l/n: 62834347; stem extension; p/n: 00598802014, l/n: 62608999; tibial block and screws; p/n: 00598800427, l/n: 62774784. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised approximately 4 years post-implantation due to pain and loss of mobility from a fractured screw. No known adverse event was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned lcck articular surface identified signs of being implanted with damage to proximal and distal surfaces. The returned lcck support screw component exhibits damage to both the hex feature and threads, the threads are rolled over and some have fractured off, not all pieces were returned. The mating components returned (tibial plate, stem extension and tibial block) show signs of being implanted. Sem analysis of the screw observed thread deformation and heavy deformation of the fractured surface. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no intra-op complications during the reimplantation surgery of a post infected right tka. The revision surgery identified significant synovectomy and it was noticed the plastic was grossly loose, once removed the screw was fished out of the back of the knee. It was apparent the screw head snapped therefore the entire tibia had to be revised. A series of osteotomes and saws were used to remove the tibial components. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.